Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device had insufficient air/water supply. The issue was found during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found white foreign material clogging the nozzle. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that white foreign matter was clogging the air/water nozzle; however, the foreign material was unable to be identified. No deviations from the instructions for use were noted. Olympus will continue to monitor field performance for this device.